Event description:
It was reported that during an implantable cardiac monitor (icm) implant, the programmer's radiofrequency (rf) head was causing over sensing and noise when the doctor put his hand on the rf head. The programmer was power cycled and the procedure was completed with the same programmer. Post-procedure, the device was interrogated with another programmer and the same results were produced. The doctor was notified and determined the oversensing and noise were exhibited by the icm and were due to patient anatomy. The icm remains in use. The programmer and rf head remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.